Event description:
A physician performed a laparoscopic bilateral tubal coagulation received a shock or burn sensation to his thumb. The shock was felt through the rubber glove. No treatment was necessary. The instrument being used was a grasping and coagulation forceps that had insulation worn away from its thumb ring.